Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags ¿had external fluid leakage¿ from unspecified locations. The leaks were ¿detected at station before treatment¿. When found, the user replaced the product with new product to continue the treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from february 27, 2020 - march 02, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.